Manufacturer narrative:
The uric acid reagent lot number is 802892. The reagent expiration date was not provided. The field service representative found a pierced tubing and the cell wash solution was leaking. The rinse station was not properly aligned and the area around the rinse station was dirty. There were dark spots on the metal plate covering the cuvettes and droplets on the cell rinse nozzles. The field service representative fixed the leak and the pipe/tube, which appeared to solve the problem. A general reagent issue was excluded. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable uric acid ver.2 results for 2 patient samples on a cobas 8000 c 702 module. Sample 1: the initial result was 67 mol/l. The repeated result was 197 mol/l. Sample 2: on (B)(6) 2024 the initial result was 41 mol/l. The repeated result was 456 mol/l. The results were not reported outside the laboratory.